Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, radiation tx-head / neck area, illness requiring steroids, compromised immune resistance.